Event description:
Clinic notes dated (B)(6) 2011 note that the patient was diagnosed with sleep apnea. The relationship of the sleep apnea and vns is unknown. The patient's current treating physician reported that the patient has been seen since (B)(6) 2012 and there has never been mention of sleep apnea. Attempts to obtain additional information have been unsuccessful to date.